Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer's current blood glucose level was 181 mg/dl. The customer was treated for the low blood glucose with juice and food. The customer was declined to troubleshoot for low blood glucose. Customer states sensor had a message sensor updating there was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.